Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed using another of the same device. There were no complications and patient is stable post procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it was confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. Based on the available information it is likely that the reported balloon damage was due to interaction between this device and the patient anatomy (90% stenosis, severe calcification and moderately tortuous). B5-describe event or problem: updated. E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed using another of the same device. There were no complications and patient is stable post procedure. It was further reported that the balloon was completely removed from the body.